Event description:
It was reported that a person using the ilet experienced hyperglycemia despite no reported infusion set leaks, no pump alarms, and a confirmed capillary blood glucose of 477 mg/dl; the user was guided to perform a full set and supply change, and a follow-up was planned to confirm glucose reduction. Symptoms included elevated blood glucose. Outcomes included need for troubleshooting and user education with temporary interruption for set change. Investigation included technical support review and user interview. Investigation of this case revealed no device alarms, no observed infusion set leakage, and an unclear cause for the hyperglycemia. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.